Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2016-00177: rod; 3025141-2016-00179: screw 2.

Event description:
An implanted humeral rod and associated screws were explanted in response to patient infection.